Event description:
It was reported that a medication error occurred, customer requesting assistance downloaded the event logs. It was later reported by the customer that it was a user error, not related to the alaris devices. It was later reported that the user did not trace the lines from the bag to the pumps correctly. There was no error related to the pump hardware or software, it was a user error.

Manufacturer narrative:
Additional info: b.3, b.5;d.11. Correction d.4 no device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer¿s complaint that a medication error occurred or that it was a user error could not be confirmed. The customer did not return product for investigation. The customer later reported that it was a user error. The root cause of the customer¿s complaint could not be confirmed.

Event description:
It was reported that a medication error occurred, customer requesting assistance downloaded the event logs. It was later reported by the customer that it was a user error, not related to the alaris devices.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a medication error occurred, customer requesting assistance downloaded the event logs. It was later reported by the customer that it was a user error, not related to the alaris devices.